Manufacturer narrative:
The device is expected to be returned for testing. This product issue will be updated if additional details are received.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms on the atrial channel which triggered the lead safety switch (lss). Additionally, elevated atrial threshold measurements were observed. An elective procedure was performed to replace this device. During the procedure, the atrial lead was tested with the replacement device and the pacing system analyzer (psa) and normal impedance and thresholds were confirmed. The root cause of the reported clinical observations was not identified. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.